Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014, and the cause of expiration was noted to be "cardiopulmonary arrest." Further information was provided that the pt was found down at his yacht club. It was also reported that he was a previous stroke pt (reference MFR. Report # 2916596-2014-01629) with poor judgment and insight and had been drinking. The first responders found the pt disconnected form his batteries with a red heart alarm.

Manufacturer narrative:
The reported event could not be confirmed through this evaluation as the pump was not explanted and the patients associated equipment was not available for return. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator indicating that the customer does not have the equipment and the pump was not explanted.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.